Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The visual evaluation of the photo confirmed the presence of fm as a particle can be seen in the tube. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) blood collection tubes that there was foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: there are black spots in the tube.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) blood collection tubes that there was foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: there are black spots in the tube.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.